Manufacturer narrative:
Additional information was received and the following fields were updated accordingly. Date of birth: (B)(6) 1956. Gender: female. Date of event: (B)(6) 2018. Hypertension (htn) and hypercholesterolemia. Expiration date: 07/04/2022. Serial #: (B)(4). Catalog #: zxt150u095. UDI #: (B)(4). If implanted; give date: (B)(6) 2018. If explanted; give date: (B)(6) 2019. Device evaluated by manufacturer: yes. Device manufacture date: 07/04/2017. Patient code 3191 ¿ updated planned iol explant to explant. Patient code 3191 - incision enlargement. Affected eye was ocular sinister (left eye). Reported inadequate distance and near vision issues debilitating affect normal daily activities and are debilitating. Zxt150 was replaced with a zxr00 10.0 diopter iol. Patient outcome was reported as 20/20-2 and j1-2 at day 1 post-op. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Expiration date: unknown as product serial number was not provided. Serial #: unknown as information was not provided. Catalog #: a complete catalog# is unknown as product serial number was not provided. UDI #: is unknown as product serial number was not provided. If implanted; give date: unknown as information was not provided. If explanted; give date: unknown as information was not provided. Product serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown, as product serial number was not provided. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxt150 intraocular lens (iol) will be explanted from the patient¿s operative eye due to complaint of inadequate distance and near visions. The surgeon noted the patient does have a long eye, axial length over 26, and the calculation may have been off. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided to johnson & johnson surgical vision.